Manufacturer narrative:
Device was used for treatment, not diagnosis additional narrative: catalog #: one screw was submitted on the initial medwatch report. A total of eleven unknown screws were received for investigation. An investigation was performed to determine the part numbers of the unknown screws and the screws are believed to be 212.214 (x2), 212.217, 02.205.025, 02.205.040 (x2), 02.205.070 (x3), 02.205.075 & 02.207.075. Synthes is unable to determine which part number potentially contributed to the complaint event; therefore, all part numbers are being reported. An evaluation was performed. Per as received condition, eleven unknown screws were returned for evaluation. An investigation was performed to determine the part numbers of the unknown screws and the screws are believed to be 212.214 (x2), 212.217, 02.205.025, 02.205.040 (x2), 02.205.070 (x3), 02.205.075 & 02.207.075. Overall the screws are in fair condition. There is some minor thread wear, debris in cannulation and discoloration on the threads. The material, overall length, thread major diameter, head profile, thread head profile and shaft thread profile were checked on all the screws and no issues were found. No issues were found during dimensional analysis, therefore the complaint is invalid.

Manufacturer narrative:
Device used for treatment not diagnosis subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. Placeholder.

Event description:
Patient was treated for a distal femur fracture on (B)(6) 2013. On an unknown date the surgeon noted the plate was broken at the metaphyseal and diaphyseal junction. The patient was returned to the operating room for removal of hardware and revision to a new plate and screws. This report is 1 of 2 for complaint (B)(4). The plate was noted to be broken at the screw hole, this report is for one unknown screw.